Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and pelvic pain ("pelvic pains/pain") in a female patient who had essure (batch no. 624484) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain, abdominal pain and urinary infection. Hysteroscopic tubal occlusion with essure. In (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), menorrhagia ("increased bleeding during menstruation"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), flank pain ("right flank pain") and abdominal pain lower ("bilateral lower quadrant pain") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). At the time of the report, the device dislocation, migraine, headache, dyspareunia, vaginal discharge, weight increased, weight decreased, flank pain and abdominal pain lower outcome was unknown and the pelvic pain and menorrhagia had not resolved. The reporter considered abdominal pain lower, device dislocation, dyspareunia, flank pain, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: after the implant procedure, she began to experience pelvic pains and increased bleeding during menstruation. These symptoms started out minor and gradually increased in intensity. As a result of the coils remaining in her body, she continues experience the increasingly intense pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: no results. Most recent follow-up information incorporated above includes: on 21-jan-2019: reporters details and medical history was added. Suspect drug indication and lot number added. Added event migraines/headaches, migration of essure device, dyspareunia (painful sexual intercourse), vaginal discharge, weight gain / loss, right flank pain, bilateral lower quadrant pain. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device") and pelvic pain ("pelvic pains/ pain") in a female patient who had essure (batch no. 624484) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included low back pain, abdominal pain and urinary infection. Hysteroscopic tubal occlusion with essure. On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain (seriousness criterion medically significant), menorrhagia ("increased bleeding during menstruation"), migraine ("migraines"), headache ("headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), flank pain ("right flank pain") and abdominal pain lower ("bilateral lower quadrant pain") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). Essure treatment was not changed. At the time of the report, the device dislocation, migraine, headache, dyspareunia, vaginal discharge, weight increased, weight decreased, flank pain and abdominal pain lower outcome was unknown and the pelvic pain and menorrhagia had not resolved. The reporter considered abdominal pain lower, device dislocation, dyspareunia, flank pain, headache, menorrhagia, migraine, pelvic pain, vaginal discharge, weight decreased and weight increased to be related to essure. The reporter commented: after the implant procedure, she began to experience pelvic pains and increased bleeding during menstruation. These symptoms started out minor and gradually increased in intensity. As a result of the coils remaining in her body, she continues experience the increasingly intense pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: no results. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-apr-2019: quality-safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.